Event description:
Catheter was broken during removal and a big portion of the catheter remained in the deep vein. The pt had to undergo a heart catheterization which was successful and the rest of the catheter was removed.